Manufacturer narrative:
External insulation abrasions were noted at 5.3 - 5.6 cm and 6.4 - 6.7 cm from the pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of failure to sense.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial lead that failed to sense. On (B)(6) 2019, the atrial lead was capped and replaced. The patient was in stable condition.

Event description:
New information noted that the lead was explanted.

Event description:
New information noted that the patient had presented in clinic when atrial lead issue was discovered.